Event description:
It was reported that insulin pump gauge displayed amount different than expected, with fill estimate on pump not matching caller¿s expected insulin amount. There was no reported impact to the customer¿s blood glucose level. Customer confirmed correct cartridge filling steps, reloaded same cartridge with guidance from technical support, delivered test bolus while disconnected as instructed, and after these steps fill estimate closely matched expected amount and issue was resolved.